Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: there was no activity related to pi observed in pump histories. Black box shows time and date resetting to default following a power on reset. Investigators were unable to verify or duplicate reported flashing display. The display is dim; letters have a red hue. Bolus button is punctured. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.